Event description:
Customer received discrepant thb results were analyzer would read 5, 6, 7 g/dl and rerun on the other analyzer b-221 read 14.5, 15 g/dl and has been confirmed on hematology analyzers. Four pt samples were involved with this issue. The following pt sample was determined to be discrepant. In 2009, initial result gave 5.5 g/dl; sample repeated same day on another analyzer-same methodology gave 14.1 g/dl. A second sample obtained from this pt the same day, was tested using another analyzer - different methodology gave a hemoglobin result of 9.0 g/dl. No erroneous results were reported.

Manufacturer narrative:
The field service rep was unable to determine a cause, noting the customer will monitor instrument. He performed necessary troubleshooting and found no problems. He ran operational tests to verify analyzer performance. Sampling techniques were also investigated and customer could not confirm if issue was due to improper sampling or improper technique handling of sample.